Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a abnormal retainer ring. Customer also experienced hyperglycemia and hypoglycemia. Customer treated hypoglycemia with food intake and no treatment information provided for hyperglycemia. It was unknown that auto mode feature was active or not. Insulin pump will not be return for analysis.